Manufacturer narrative:
The event was reported to the FDA ((B)(4)) by the user facility to the FDA and the manufacturer is reporting this MDR with additional context. There was no injury associated with this issue. Upon root cause analysis by our service technician, the CT had a blown fuse on the pcd, requiring a service representative on the premises to replace it. System passed daily calibration, qa check, pulled the worklist and sent images to pacs. System was driving normally in storage closet. Customer acknowledged later that a lift was actually available at their premises to move the CT manually. Since the customer was not satisfied with the CT, neurologica decided to replace with another unit and the affected unit was returned to neurologica for replacement.

Event description:
The omnitom CT system was moved to nicu for an ordered CT. The scanner stopped moving and the screen said 'locked scanner'. The scan was not able to be performed and the machine was blocking the patient room entrance. The CT scanner was moved out of the way as it was blocking the patient's doorway. After knowing that the scan was not going to be completed, the patient was returned to the normal bed positioning. Customer reported difficulty communicating with mfg. Customer service at the time and unsuccessful troubleshooting. No user or patient injury reported.